Manufacturer narrative:
With follow-up investigation it was reported that although a source of the infection was not provided, per the physician the infection was not related to the device. Therefore, this does not meet the definition of a reportable event. No additional information will be forthcoming.

Event description:
It was reported from (B)(6) by medical staff that approximately six weeks post hvad implantation the patient was admitted to the hospital for treatment of suspected thrombus. The patient also had an infection. A thrombolysis was successfully performed. However, on the first post-operative night, the patient experienced gastric and cerebral bleeding. The following day a CT scan of the head confirmed hemorrhage. Treatment was withdrawn and on (B)(6) 2014, the patient expired. No autopsy was performed. This report is for the infection only; the cva and death was previously reported under MFR 3007042319-2014-01216.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): serious and life threatening adverse events, including death and infection have been associated with use of this device as outlined in the instructions for use (IFU). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Current device location is unknown.